Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic procedure. The device broke. The seal was not damaged. The device has been reprocessed. No known impact or consequence to patient. Patient status is alive, no injury.